Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigations closed at this time. Should the product or additional info to be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: on or about (B)(6) 2010, pt was implanted with a depuy pinnacle mom hip on his right side. After the surgery, pt experienced elevated levels of cobalt-chromium in his blood, severe pain, discomfort, and inflammation in his right thigh and groin. He also experienced a popping and snapping sensation in his hip joint when walking or moving to and from a sitting position. He was revised in (B)(6) 2010.

Manufacturer narrative:
Update - (B)(4) 2012 - litigation papers received. There is no new additional information that would affect the investigation. Update: (B)(4) 2012 - pfs was received from legal. Medical records were received from legal. Part/lot information was identified by invoice search. Records are available for further review. The devices associated with this report were still not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update - DHR has been received stating patients right hip was revised (B)(6) 2012 due to pain and elevated metal levels. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Medical records were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional info catalog and lot number. Depuy considers this complaint closed at this time.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies for the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). (Patient and device).

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary:no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).